Event description:
It was reported that a nurse brought a ferrous IV stand into the MRI scan room while a technologist was attending to a pt on the table. The magnetic field pulled the IV stand from the nurse's hand, hit the technician's hand and caused a laceration requiring stitches. Barricades and warning signs were posted outside the magnet room indicating the potential danger of bringing ferrous objects into the room. The magnet warning signs were also on the door of the magnet room. The customer has informed us that they are well aware of the safety procedures of a mr system. There is no evidence that the mr system malfunctioned.